Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, while using the beacon sharkcore 25g needle, the orange handle separated from the white part of the handle. The device was used on a patient, but there was no patient or user injury. No medical intervention was required.

Manufacturer narrative:
(B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information, a supplemental will be filed at that time.